Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013 and reported that the cgm was reading in the 200 mg/dl range while the blood glucose meter was reading in the 300 mg/dl range.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.